Event description:
It was reported that the universal mandible depth gauge tip was found detached from the rest of the device after the sterilization process. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
A confirmation of the reported event was not possible because the instrument was not returned. Therefore, a thoroughly product investigation could not be performed. Based on statistical evaluation there is no indication for any systematic, material or manufacturing related issue. Therefore no corrective or preventive action is deemed necessary at this moment. The complaint is added to the complaint trend. Device not returned.

Event description:
It was reported that the universal mandible depth gauge tip was found detached from the rest of the device after the sterilization process. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Investigation in progress but not yet complete.